Event description:
It was reported that this implantable pacemaker recorded a possible loss of capture (loc) during a routine in-clinic follow up. The combined follow up report notated the right ventricular (rv) lead alerted for lead assessment however, the lead impedance and pacing thresholds are stable. No additional information was provided on the rv lead. It was also noted the patient has been experiencing sharp left chest discomfort for the past ten years. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. It was also recommended the patient follow up with their family physician to discuss the chest discomfort. The lead and rv lead remain in service. No adverse patient effects were reported.